Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown, g2. Foreign: brazil medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that they had an urgent need and needs help. It concerns the neurostimulator implanted in their wife's spinal cord. The induction charger has stopped working and a medtronic technician has confirmed the problem. Unfortunately, they weren't able to get in touch earlier due to some problems they were facing. Their wife suffers from depression and post-traumatic stress disorder as a result of chronic pain caused by a medical error, which was the reason for implanting the neuromodulator. Their wife is a person at risk, struggling with unbearable pain on a daily basis. The neurostimulator, which was supposed to relieve her pain, hasn't been working for over a month. Unfortunately, "through the sus, we have been unable to find assistance for this device in any of the hospitals we have visited. Every day that the device remains idle increases the risk to her health." Their wife doesn't deserve to continue suffering like this. They'd like to point out that the first time they faced a problem with the charger, the neurosurgeon wasn't much help. He left them adrift, claiming that it wasn't his responsibility to resolve administrative issues. It was thanks to the intervention of the medtronic technician that they managed to solve the problem while their wife was in the hospital. They noted that "every minute counts in this fight for my wife's health and life." There were no known environmental, external, and patient factors that may have caused the event. Diagnostics/troubleshooting performed were unknown. Interventions and actions taken to resolve the issue were unknown. It was unknown if the issue was resolved at the time of the r eport. It was noted that there were patient symptoms or complications associated with this event; pain. It was unknown if medical or surgical intervention was needed to prevent a permanent impairment of a function. It was unknown if the event led to or extended patient hospitalization. It was unknown if there was any injury as a result of the event. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that "the cable or as you call the induction antenna stopped charging the battery". When asked how this happened, the patient's husband replied that "it's hard to define, she went to charge her internal battery one day and the antenna/cable kept getting hot and wouldn't charge". When asked what the doctor did to solve the problem, the patient's husband responded "nothing, he said to check with the medtronic technician" who was a rep that, as far as they know, no longer works for the company. The husband reported that "he said that he studied to operate and not to fill in reports, this type of problem the technician must solve directly with medtronic, my wife in anger stopped going to him, but in 2023 she tried suicide again (due to chronic pain and financial limitations she decided to take her life, she is currently in psychiatric treatment and trying to lead a normal life, but with the device turning off due to the lack of the induction antenna the pains only increase which can be a trigger)." It was reported that a new antenna was delivered on 2023-jun-02 and the problem occurred on (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc serial# unknown product type recharger product ID neu_unknown_lead serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient was experiencing pain at the battery location. The patient had experienced intense, disabling back pain with great physical and psychological suffering. When asked if the ins was causal/contributory with respect to the hospitalization, they responded with yes; once it was impossible to charge the ins, the patient's pain started to increase because the ins was off. The patient's pain could not be treated due to the charging problems. The issue was not resolved. There had been a few visits to the public hospital for the patient to take stronger pain relieving medication, and they increased medication at home to try and relieve the pain. It was reported that the patient was admitted to the hospital from (B)(6) 2023 for "surgical repair and readjust of a spinal cord implant" and there was a need to "adjust spinal electrode." It was also noted that there was "electrode/generator replacement with or without unit exchange."